Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient had a left hip replacement and had a third revision surgery due to infection. No further information available.

Manufacturer narrative:
Pending investigation. D10: 170-50-93 - biolox option adapter 16/18-12/14; -3.5mm a731284. 01-030-40-0736 - alt xle lnr ntrl g7 36 211031963 01-030-02-0756 - alt cup multi g7 sz 56 211031963. 164-13-12 - novation element ro s/o col sz 12 211031963. 180-65-30 - alteon 6.5mm screw, 30mm 211031963.